Event description:
Revision surgery - the patient suffered from loosening of the baseplate.

Manufacturer narrative:
The root cause of the revision surgery was identified as instability after 2.3 years of patient use. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with the socket shell for test marking errors and grind marks, both items were dispositioned as return to vendor and not used in the lot. There are no indications of a product or process issue affecting implant safety or effectiveness. As reported, the baseplate was cemented and was not implanted without cement, as recommended. The root cause was determined to be improper application of the surgical technique.